Event description:
It was reported that the patient had another emergency backup battery (ebb) fault. The system controller was replaced in clinic and resolved all alarms. The log files were submitted for review. The log files began to capture ebb faults on (B)(6) 2026 due to the ebb failing the load test. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on (B)(6) 2026. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. The alarm cleared within a few minutes, then reactivated and remained active throughout the remainder of the data. No other notable events were observed. The pump operated at intended speeds throughout the data. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the controller was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use, section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.